Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of gap in adhesive area between server plug in (z block) and distal end traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, gap in adhesive area between server plug in (z block) and distal end was observed. The service repair technician indicated that the most likely cause of gap in adhesive area between server plug in (z block) and distal end traced to expected or random component failure without any design or manufacturing issue. There was no patient involvement.